Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: complaint 1 of 2: #(B)(4), (2027111-2023-00711). Complaint 2 of 2: #(B)(4), (current medwatch). Eb210 was inserted through trocar and was found to have a hair-like particle on the device. A second eb210 was opened and was reported to have a layer of dust on the device. The case was completed using the second eb210. No patient injury occurred. Second eb210 is not returning. Additional information received on 30oct2023 via email from account manager: no images of hair taken on the first eb210. No images of the dust taken on the second device. The procedure was completed with the second eb210. Type of intervention: case was completed using the second eb210. Patient status: no patient injury occurred.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: complaint 1 of 2: #2023-003088 (2027111-2023-00711) complaint 2 of 2: #2023-003089 (current medwatch) eb210 was inserted through trocar and was found to have a hair-like particle on the device. A second eb210 was opened and was reported to have a layer of dust on the device. The case was completed using the second eb210. No patient injury occurred. Second eb210 is not returning. Additional information received on 30oct2023 via email from account manager: no images of hair taken on the first eb210. No images of the dust taken on the second device. The procedure was completed with the second eb210. Type of intervention: case was completed using the second eb210 patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that would have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused buy a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.